Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12259, 2134265-2016-12258, 2134265-2016-12260, 2134265-2016-12257, 2134265-2016-12256 it was reported that the patient died. Several days prior to this percutaneous coronary intervention (pci), this patient had a repeat thoracic endovascular aneurysm repair (tevar) for a dissection in the aorta. A stent graft was placed at that time. Open surgery was not an option for this pci due to the patient¿s condition. Vascular access was obtained via the femoral artery. The target lesions were located in the distal left main to proximal left anterior descending (lad) and mid lad arteries; the disease was noted to be complex. During the procedure an opticross imaging catheter, a samurai guidewire, a 2.00 mm x 20 mm emerge balloon catheter and a 8 mm x 4.00 mm nc quantum apex balloon catheter were used. A 2.25 x 28 synergy ii drug-eluting stent (des) was deployed in the mid lad and a 3.50 x 16 synergy ii des was deployed in the distal left main to proximal lad. The procedure went very well. However, as staff was undraping the patient and preparing to transfer, the patient began to bleed internally through his chest tube. Surgery and anesthesia were called and they worked on him, but they could not stop the bleeding and he expired within 10-15 minutes of that time. The physician believes that the patient¿s aorta ruptured and they likely bled out due to that and the anticoagulants. Angiomax was used during the procedure.